Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was information was available reported that the transmitter lost connection with the pump for an indeterminate amount of time. No additional patient or event was available. A root cause could not be determined. Reportedly, the customer replaced the transmitter.